Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump battery was "not charging as fast." There was no adverse impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.